Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the left ventricular lead exhibited a capture anomaly. Lead dislodgement was suspected. Due to the patient's anatomy, the lead was placed in the middle cardiac vein and had pulled back once before. No medical intervention was performed. No patient symptoms were reported and the patient would continue to be monitored.